Event description:
Customer reported the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
The ge representative evaluated the system and replaced the ion chamber cable. System operates as intended. (B) (4).